Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site as the lens remains implanted and the delivery system has been discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed two other complaints were received under this production order and the complaint issues reported are not related. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was damaged/defective. There was patient contact. Additional information was provided reporting a cracked injector tip. Through follow up, it was clarified that the defective device was due to the cartridge tip damage. There was no lens damage. The customer was able to fully insert and implant the lens. A back-up lens was not required. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient outcome was unknown. The lens remains implanted. The delivery system was discarded. No other information was provided.